Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 3 april 2020: lot 180719: (B)(4) items manufactured and released on 11-may-2018. Expiration date: 2023-05-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation: few weeks after cementless total hip arthroplasty, the patient reported pain due to a femoral fracture. A subclinic intraoperative fracture is probably the cause of this event but also a sudden movement on a weakened bone due to normal femoral preparation may favour the occurrence of early fracture. There is no reason to suspect a faulty device.

Event description:
6 weeks after the primary the patient came in with pain and the x-ray revealed periprosthetic fracture ( probably occurred during the primary surgery). The stem was revised and the fracture was cabled.